Event description:
Customer's father reported that customer passed away. Father stated that the customer was wearing the pump at the time of death and the cause of death was diabetes ketoacidosis. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.